Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Photo sample evaluation: received (5) photo samples. Visual evaluation of the photo samples noted an opened used two-way foley catheter with syringe. Verified material number 6610j14rb, batch number mykr3309, material number for catheter 2758j14 and manufacturing lot number ngjz2834. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjz2834. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe and the catheter rested with no leaks. The balloon was deflated within in 46 sec with no cuffing noted. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h. Initial reporter facility name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the valve was stiff, and even after inserting the syringe after filling, the water did not drain naturally from foley catheter.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the valve was stiff, and even after inserting the syringe after filling, the water did not drain naturally from foley catheter.